Event description:
Boston scientific received information via patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) was programmed off and with right ventricular (rv) lead exhibited high pacing lead impedance and high shock lead impedance. The local field representative was contacted, however no additional information available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.